Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure this pacemaker detected high but not-out-range right ventricular (rv) lead impedance measurements. The following day this pacemaker detected high out-of-range impedance measurements. The physician suspects an air bubble in the header but this was not confirmed. Due to the patient's age and the fact that they are not pacemaker dependent, the physician has elected not to surgically intervene and instead will monitor the patient. No adverse patient effects were reported. The device remains in service.